Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on february 16, 2026. During procedure, the spyscope would not turn on. Attempts to resolve the problem by unplugging and reconnecting the device were unsuccessful. The procedure was not completed as there was no other device available. There was no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.